Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a chest x-ray taken one day post implant, noted that this electrode moved from the original implant position. A revision procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported.